Event description:
It was reported that the procedure was to treat a lesion located in the inferior mesenteric artery that had a tortuous angle. After advancement of the balance middleweight guide wire across the lesion a herculink stent was deployed successfully. A fox sv balloon catheter was advanced for post-dilatation of the stent. No resistance was felt during advancement of the balloon catheter over the guide wire and post-dilatation was performed successfully. The guide wire and the fox sv balloon catheter were removed together from the anatomy. After retraction of the devices it was observed that the tip of the guide wire had separated and remained in the shaft of the balloon catheter. No part of the guide wire was left in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported device detachment was confirmed via returned device analysis based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for detachment of the device reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.